Manufacturer narrative:
(B)(4). : physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
There was patient associated with the reported issue. When the reported issue occurred, there was approximately a 3 minute delay in care until a backup device arrived on scene. The patient did not suffer any adverse effects as a result of the reported issue. No additional patient information was provided. The customer declined having physio-control evaluated and/or repair the device due to costs. The device was not returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Event description:
The customer reported that their device would not charge defibrillation energy in AED mode. There was no report of any patient use associated with the reported failure.